Event description:
It was reported that the lead exhibited high impedance and high capture thresholds. The patient has not been compliant with the follow-up schedule.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.